Event description:
It was reported that during an lsh procedure, the tissue pad detached and fell into the pt. The pad was removed through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.